Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database (dsclientoltp) reached its 10 gigabytes size limit on (B)(6) 2026, leading to structured query language (sql) errors related to database size restrictions and inability to allocate space for change tracking objects, likely triggered by data synchronization activity. A technical support specialist (tss) found that the excessive sql error logging, which flooded and consumed approximately 21 gb of disk space. To resolve, the large sql error log was deleted to free space, data synchronization services were temporarily stopped, and backups of database and medapplication logs were taken. The database was then dropped and re-created, followed by a full data synchronization, which completed successfully and restored device functionality. Log analysis was performed using knowledge article "retrieving missing transactions from medapp and pas debug logs" and shared with the customer, and the device was confirmed operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station became frozen in the morning and required a reboot to regain access and retrieve medications. However, after reboot, users were unable to view any patients on the station and had to manually add patient information. Additionally, while attempting to pull narcotics, the user encountered an error message stating, ¿unexpected error has occurred while recording the transaction,¿ preventing successful completion of the transaction. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.